Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the handpiece was received and the evaluation was unable to confirm the reported problem. The handpiece was tested and found to meet specifications for temperature and function testing. In addition, there was no observation of smoke or oil coming out of the handpiece during testing. The handpiece was then disassembled and corrosion-like deposits were found inside the spindle, nose and motor. The customer will be provided additional information on care and handling of this device.

Event description:
It was reported that during use of this drill in a tympanomastoidectomy procedure, it got hot in the body area, began to smoke, and the surgeon noted a clear/shiny oil-like substance running down the bur into the surgical site. The site was irrigated with normal saline and an alternate drill was used to complete the procedure. There was no report of injury or surgical delay with this event. At the end of the procedure, the patient was treated with IV antibiotics.